Event description:
It was reported the rv lead impedance was > 3000 ohms and thresholds were 6 v. Oversensing occurred when pressing on the pocket. The patient was brought to the ep lab and the rv lead readings were normal when checked with an analyzer with no oversensing while manipulating the lead. When the rv lead was inserted back into the device header block, oversensing and high impedance were observed. The rv lead was placed in the atrial port of the device and the lead tested normal again. When the rv lead was placed in the rv port of the device, oversensing and high impedance were again noticed. A header block issue was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.